Event description:
The contact called in because she noticed segments missing on the customer's meter. The customer had medicated based on the readings, but had not experienced any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.